Event description:
Underdelivery reported: the pump was programmed to infuse interleukin (concentration unspecified) at 11.0ml/hr with a volume to be infused of 132.0ml. It was reported after 12 hours, only 88.0ml had infused. The customer contact states that he wasn't sure if any alarm event were noted during therapy. The event occurred on day 4 of 6 day chemo protocol. It was reported that there was no pt harm and therapy continued without event with the replacement pump. Though requested, there was no info available.